Event description:
The following was reported to davol by the pt's attorney. It is alleged that on (B)(6) 2007, the pt was implanted with multiple pelvic devices including a bard flat mesh in the vaginal wall. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with multiple pelvic devices including a bard flat mesh on (B)(6) 2007. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence f manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.